Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was failed and not detected on bus. A field service engineer (fse) found that both smart half height drawers 2 1 and 2 2 were offline, along with all pockets. It was discovered that the pyxis bus cable was not fully seated in the pyxis bus module controller. The station was shut down, and the cable was properly reseated, after which the system was rebooted. The drawers were tested using the hardware test application, and the customer verified proper drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was not detected on the bus and the nurses could not pull the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.